Manufacturer narrative:
No device was returned for analysis. As reported: "dr.(B)(6) 's pfa isr study procedure on (B)(6) was very smooth. The patient also succeeded in pv isolation, followed by rhythmia mapping with the intellanav mifi oi catheter. During the mapping procedure, dr (B)(6) noticed that the patient's blood pressure was dropping, so he stopped mapping and performed tte to diagnose the patient's cardiac tamponade, then performed tapping to drain the pericardium. The case suspected that transeptal or mapping causes cardiac tamponade.". A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "cause unknown, no product defect noted" appears to have impacted on the event as reported.

Event description:
Related product upn #: m001491561. Related product batch/lot: 0007708585 . Related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure - no information available,device - no information available. Patient outcome: f2203: imaging required, f23: unexpected medical intervention, f1901: additional surgery. Event description: per cnf, it was reported that: (B)(6)'s pfa isr study procedure on (B)(6) was very smooth. The patient also succeeded in pv isolation, followed by rhythmia mapping with the intellanav mifi oi catheter. During the mapping procedure, (B)(6) noticed that the patient's blood pressure was dropping, so he stopped mapping and performed tte to diagnose the patient's cardiac tamponade, then performed tapping to drain the pericardium. The case suspected that transeptal or mapping causes cardiac tamponade. Event date: 2024-5-23. As reported device codes: 2099: no known device problem. As reported patient codes: 9139: hypotension, 9042: cardiac tamponade. Procedure date: (B)(6) 2024. Type of procedure: pv isolation. Country of event: taiwan. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found. Initial reporter: yes. Person type: physician. Facility/business name: (B)(6) hospital. Title: dr. First name: (B)(6). Middle name: no value found. Last name: (B)(6). Address 1: no value found. Address 2: no value found. City: (B)(6). State/province: no value found. Country: taiwan. Zip/postal code: no value found. Phone: +(B)(6). Email: no value found. Fax: no value found.

Event description:
Related product upn #: m001491561, related product batch/lot: 0007708585, related product family: starter, material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure - no information available,device - no information available. Patient outcome: f2203: imaging required, f23: unexpected medical intervention, f1901: additional surgery: event description: per cnf, it was reported that: dr. Lee's pfa isr study procedure on (B)(6) was very smooth. The patient also succeeded in pv isolation, followed by rhythmia mapping with the intellanav mifi oi catheter. During the mapping procedure, dr lee noticed that the patient's blood pressure was dropping, so he stopped mapping and performed tte to diagnose the patient's cardiac tamponade, then performed tapping to drain the pericardium. The case suspected that transeptal or mapping causes cardiac tamponade. Event date: 2024-5-23. As reported device codes: 2099: no known device problem. As reported patient codes: 9139: hypotension, 9042: cardiac tamponade. Procedure date: (B)(6) 2024. Type of procedure: pv isolation. Country of event: taiwan. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found. Initial reporter: yes. Person type: physician. Facility/business name: (B)(6) hospital. Title: dr. (B)(6). First name: (B)(6). Middle name: no value found. Last name: (B)(6). Address 1: no value found. Address 2: no value found. City: (B)(6). State/province: no value found. Country: (B)(6). Zip/postal code: no value found. Phone:(B)(6). Email: no value found. Fax: no value found.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is below the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "cause unknown, no product defect noted" appears to have impacted on the event as reported.